Event description:
It was reported the patient had not felt any stimulation sensation since he "coughed really hard". The patient was directed to his hcp. No other symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.